Event description:
It was reported that customer experienced a concern that touch screen could be too sensitive at times. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance or follow-up contact, so no additional troubleshooting was performed and no further action was required, and no additional information was obtained regarding the outcome of the event.